Event description:
It was reported during the sensor implant procedure, the guidewire snapped inside the swan while the physician was trying to advance into the implant site. The issue was observed prior to the introduction of the cardiomems delivery system. Reportedly, the physician was able to snare the two pieced out and successfully implant the sensor and calibrate.